Manufacturer narrative:
The device was returned with the soft cannula deployed and hard cannula retracted. No damages, tears, or leaks were found in the fluid path that would result in leaking during wear or the cannula dislodging. No damages or deficiencies were found to the needle mechanism that would result in the cannula dislodging. Though no problems were observed, the cause of the reported dislodging event could not be conclusively determined. No problems were found with the pod during investigation that would cause fluid leaking during wear or failure to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 425 mg/dl while wearing the pod between 24 and 36 hours. When removed from the infusion site (abdomen), the pod's cannula was found to be dislodged. The pod was leaking during the event. As treatment the patient removed the pod.